Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was bale to do the first portion of the surgery using the system. The site then moved the system out of the room and it shut down in the middle of the hallway. The representative was able to look at the system and state that on the motion control status bar it stated "the system was docked, raise the gantry to clear the docking pins. The representative tried rebooting the system twice, dock the system and lifted and extended the gantry. The representative noted that after doing some investigation the issue was due to use error. The radiologic technologist (rt) unplugged the mobile view station (mvs) from the system 2 days before using it.